Manufacturer narrative:
(B)(4). Correction: case description revised for clarity. The patient was reportedly declining in health prior to the use of the rx graftmaster stents. It was a complicated procedure so the physician could not state the ultimate cause of death. No additional information was provided.

Event description:
Case details updated for clarity: it was reported that the patient presented with coronary artery disease, congestive heart failure, anemia, and hyperlipidemia. The procedure was to treat the proximal left anterior descending (lad), mid marginal, and proximal diagonal arteries. During the procedure, a perforation occurred due to an unspecified device. The physician decided to deploy and overlap two rx graftmaster stents to treat the perforation. A 2.8x16mm rx graftmaster was deployed in the proximal left anterior descending-first diagonal branch at 20 atmospheres (atm) for 10 seconds. Then a 2.8x19mm rx graftmaster was deployed in the mid first acute marginal at 14 atm for 10 seconds. The two covered stents were thought to have sealed the perforation. However, it was then noted that the perforation was larger than initially anticipated and while the two graftmaster stents had sealed the area where they were implanted, the perforation persisted into the ostial lad. The patient experienced cardiogenic shock, tamponade and pericardial effusion. The physician placed an intra-aortic balloon pump and the patient was then intubated. Shortly after an impella device was used. A third 4.0x16mm rx graftmaster stent was deployed at 10 atm for 10 seconds and the perforation was then sealed successfully. The patient remained intubated. The next day, the patient died. Per the physician's opinion, the use of the graftmasters did not cause or contribute to the patient death in any way nor did it exacerbate the perforation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system IFU as a known patient effect of coronary stenting procedures. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. It is unknown if the IFU deviation contributed to the reported event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with coronary artery disease, congestive heart failure, anemia, and hyperlipidemia. The procedure was to treat the proximal left anterior descending (lad), mid marginal, and proximal diagonal arteries. During the procedure, a perforation occurred due to an unspecified device. The physician decided to overlap two rx graftmaster stents to treat the perforation. A 2.8x16mm rx graftmaster was deployed in the proximal left anterior descending-first diagonal branch at 20 atmospheres (atm) for 10 seconds. Then a 2.8x19mm rx graftmaster was deployed in the mid first acute marginal at 14 atm for 10 seconds. The two covered stents were thought to have sealed the perforation. The patient then experienced cardiogenic shock, tamponade and pericardial effusion. The physician placed an intra-aortic balloon pump and the patient was then intubated. Shortly after an impella device was used. However, it was then noted that the perforation persisted into the ostial lad and was larger than initially anticipated. A third 4.0x16mm rx graftmaster stent was deployed at 10 atm for 10 seconds and the perforation was then sealed successfully. The patient remained intubated. The next day, the patient died. Per the physician's opinion, the use of the graftmasters did not cause or contribute to patient death in any way nor did it exacerbate the perforation. The patient was reportedly declining in health prior to the use of the rx graftmaster stents. No additional information was provided.